Event description:
It was reported that guidewire movement and fracture occurred while using jetstream requiring additional intervention. The patient presented with arteriosclerosis. The stenosed target lesion was located in the moderately tortuous and moderately calcified lower part of superficial femoral artery (sfa). A 014 300cm/short taper thruway guidewire was used in a procedure together with a 2.4mm jetstream catheter. During the procedure, the guidewire was turning and both the core and the coil of the wire broke off approximately +/-3cm from the distal tip due to resistance felt. The catheter and the guidewire were removed as one unit, but the detached portion of the wire remained inside the patient. The physician tried to snare the broken wire but was unsuccessful. The procedure was stopped, and the physician ballooned the broken piece of the guidewire into the wall of the sfa. No patient complications were reported, and the patient status was stable.